Manufacturer narrative:
D4: lot number, expiration date unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Possible lot numbers were given, but the exact lot number of the suspect device was unknown. A device history record (DHR) review was conducted with the possible lot numbers which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device system tubing broke. Per the reporter, the patient had stated that they walked a short distance from where the pump was sitting on a table and the tubing broke. The tubing was completely severed approximately 12 inches from the end of the set where it attaches to the patient's port. The device system delivered fluorouracil. Per the reporter, there were no patient adverse effects.